Event description:
After being placed into the right atrium, blood was leaking from the hemostasis valve of the sheath when aspirating with negative pressure from the extension port. This was prior to inserting any catheters or a transseptal needle. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seals is consistent with damage during use.